Event description:
Patient's IV kept alarming "air in line." When I opened the pump I noted the tubing was wet. Upon further investigation, it appeared there was a hole at the top of the pump tubing just under the blue piece that sits on the top of the pump. I then switched out the tubing.